Manufacturer narrative:
This report is filed, may 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed a wound infection and a hematoma at the incision site post abutment to magnet conversion; the patient was prescribed oral antibiotics on (B)(6) 2016 (duration not reported). On (B)(6) 2016 the patient was prescribed another course of oral antibiotics (duration not reported) as the infection had reoccurred. The implanted device remains.